Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update oct 31, 2017: pfs and medical records received. In addition to what was previously reported, patient also alleges pseudotumor, limited mobility, and fatigue. After review of medical records for MDR reportability it was reported that the patient's laboratory values for cobalt and chromium is above 7ppb. Patient is schedule for revision on (B)(6) 2018. Updated product information. This complaint was updated on nov 9, 2017.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort and severe metallosis. There is no report of revision at this time.

Event description:
Pfs alleges pain, walking difficulty, and pseudotumor near his left hip implant. After review of medical records for the MDR reportability, patient was revised to address pain. Revision notes reported of reddish blood tinged fluid, mild soft tissue reaction around hip, consistent metallosis. Clinic visit reported fatigue, muscle cramps, osteolysis, stiffness, and elevated chromium and cobalt levels. X-ray notes reported a small area of lysis just medial to the cup.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.